Event description:
It was reported that the unit had burn marks where the hose attaches to the unit.

Manufacturer narrative:
The customer returned this unit for evaluation and was sent a replacement unit.